Event description:
In 2004, a 24mm asd using a 9f-device system was placed under tee and angiogram guidance in a pt with a secundum atrial septal defect. The defect was measured to be 18mm by echo and 19mm by tee and sizing balloon. Tee revealed the pt had sufficient anterior rim; however, the inferior rim was slightly deficient. Tee and angiogram confirmed the device position to be stable prior to detachment from the devliery cable. However, shortly after device detachment, transthoracic echo and fluorosocpy revealed the device had embolized to the distal main pulmonary artery. The pt was sent to the or for emergency surgical removal of the device and closure of the defect.